Event description:
Shaw handle ref# 7023-9050, error message when plugged into machine. Attempted reset, replaced with different handle and worked. Removed device from sterile field prior to incision.